Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited an air leakage, failure of the pressure reducing valve and light emitting diode (led) on the front panel did not light up. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the air leakage is failure of the pressure reducing valve, and the light emitting diode (led) on the front panel did not light up is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.